Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were reconstructing the digestive tract in a laparoscopic carcinoma of total sigmoid correction, they fired the device on the rectum and they noticed that the blade completely cut the tissue. However, there was no staple on the tissue and they did not find any staple that was fired. They replaced the device do operation again and to complete the case. There was an unanticipated tissue loss as a result of this problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection under the microscope displayed nicks on the knife blade and functional evaluation resulted in a cleanly/completely transected media despite the noted knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of nicks on the knife blade that has no relationship to the reported condition. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.